Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 20 tubes exhibited hemolysis and red cell hang up after processing. There was no health impact or consequences reported.

Manufacturer narrative:
E1: initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received photos for investigation. Upon evaluation of the 2 photos, several used samples showed hemolysis and red cell hang up. Additionally, 100 retained samples were visually inspected, and no additive abnormalities related to hemolysis or red cell hang up were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sample quality. However, it is understood that patient conditions can impact the quality of the serum obtained. Bd has initiated root cause investigation through corrective and preventative action. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Complaints for sample quality were not under statistical control for the month of november 2025. Therefore factors that may contribute to hemolysis, red cell hangup were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure mod, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 20 tubes exhibited hemolysis and red cell hang up after processing. There was no health impact or consequences reported.